Manufacturer narrative:
In the case description, the user mentioned that carbs were not properly registering on the controller or factoring into bolus calculations. Upon unlocking the returned controller, the controller booted to first-time start-up though a lock code was already set and the lock screen message was different than the default. Review of the android log files downloaded from the controller found that logs started on (B)(6) 2026, indicating that a device reset occurred. No information from the date of occurrence could be obtained and no testing could be performed due to the controller not being set up. Cloud data from the user for the period of (B)(6) 2025 to (B)(6) 2026 was downloaded and reviewed prior to device receipt. Review of the cloud data found bolus records with carb and glucose values entered. The cloud data showed that the bolus volumes were correctly calculated based on these inputs and the user settings available in the cloud. It could not be conclusively determined if the carb or glucose values were displaying correctly in the user's controller history or if the user attempted to program boluses with carb values that did not correctly calculate. The exact cause of the reported event could not be determined. The controller was returned with cracks in the lcd display. These cracks did not impact screen readability or touch functionality. The exact timing and cause of these cracks could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical treatment at the end of (B)(6) 2025, but exact date could not be provided. Symptoms reported include; high blood sugars, vomiting, abdominal pain, dizziness/ confusion. Exact blood glucose levels were not reported. The patient was diagnosed with hyperglycemia and borderline diabetic ketoacidosis (dka). Patient was treated with intravenous insulin and fluids as well as testing ketones every 3 hours. Patient spent two days in the hospital prior to discharge. The patient's health care provider (hcp) mentioned that while examining the patient's glooko report, it was observed that the patient's blood sugar levels have been inconsistent. Although the patient does log her carbohydrate intake, the glooko report and controller history suggest otherwise, leading to a malfunction of the bolus calculator. A replacement controller was provided to the patient. During a follow-up, the patient indicated that the new controller is functioning properly and transmitting accurate data to their hcp.